Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Noted in lead trends data that right ventricular (rv) capture threshold measurements stable at 0.875 volt minimum to a 1.125 volt maximum throughout data.

Event description:
It was reported that the patient was hospitalized due to syncope. A device check was performed and high thresholds were noted. A right ventricular (rv) lead revision was performed and the lead was capped and replaced. The physician additionally decided to explant and replace the implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.